Manufacturer narrative:
Patient's weight and implant date were not provided. When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per (B)(4), during clinical procedure, implant was placed through the buccal bone.